Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a left side rupture, implant deformity, horrific sensation of lactating, and pain. Patient also reported "physician discomfort, anxiety, loss of eye sight and multiple sclerosis."; these events are not device related. Device has been explanted.